Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. Per an isi failure analysis engineer, there is nothing in the logs that would suggest uncontrolled or nonintuitive motion. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, the logs for this event were reviewed and no errors related to the reported issue of uncontrolled movement were observed. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted rectopexy procedure, a conversion to traditional laparoscopy occurred. Per the surgeon, the conversion to traditional laparoscopy occurred due to bleeding from presacral vessels/fascia probably caused by uncontrolled movement with the cadiere forceps instrument. It is unclear what medical intervention was rendered due to intra-operative complication. Additionally, the cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted rectopexy procedure, the surgeon elected to convert the case to traditional laparoscopy due to bleeding. The surgeon indicated the bleeding was probably caused by uncontrolled movement with the cadiere forceps instrument. The source of the bleeding was presacral vessels and fascia. The approximate blood loss amount was 250 ml and no blood transfusions were administered.